Manufacturer narrative:
Mindray service reps replaced the moisture trap and recalibrated to factory specifications.

Event description:
Customer reported the gas module displayed inaccurate o2 and n2o readings. No pt injury was reported.